Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was something stuck in the working channel of the colonovideoscope. It was also noted that it was difficult to pass the clip through the scope. The issue was found during an unspecified procedure and there were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been around 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed as there were no images related to the foreign body were provided by the service business center, and no foreign matter attachment/blockage was observed in the forceps channel. Based on the results of the investigation, there was no physical damage to the area where the foreign body remained. Additionally, attempts were performed to obtain additional information, but no response was received from the customer. The root cause of the foreign matter remaining on the device could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.